Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300s (mg/dl) for 2 days. Customer administered a correction bolus, changed pump supplies, and administered an insulin injection to treat their bg level. System check with tandem technical support indicated pump was performing as intended. Customer indicated that their bg level decreased to 260 (mg/dl). Customer stated that they would monitor their bg levels and change their infusion site if the bg levels did not continue to decrease.